Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the inserter for titanium elastic nail (ten) got stuck. Surgeon used medical hammer to complete the procedure. Procedure was delayed for less than 30 minutes. No patient consequences reported. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: investigation selection investigation site: cq zuchwil selected flow: 2. Device interaction/functional visual inspection: it was reported that the inserter f/ten has been stuck during surgery. The instrument was forwarded to the manufacturing site (synthes hägendorf) and was checked for conformance to the specifications. The returned inserter f/ten is in a very used condition. The head of the instrument shows a strong impact of force, visible strike marks. The guiding screw shows strong wear marks and the thread has a lot of broken and deformed flanks. Functional test the functional test is not able to be executed. Document/specification review: summary: the received condition of the inserter f/ten is concordant with the complaint description and the complaint condition is confirmed. This lot of 24 pieces was manufactured in march 2018. The parts conformed to dimensional specification at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The instrument was dissembled to investigate the inside of the device. After the wire cutting of the dissembled screw 6006769, it was shown a severe damage of the thread of component. Therefore, the hardness specification was tested, and they were all within the tolerance limits. The exact cause of this complaint cannot be determined. It is likely that the thread damage was caused by incorrect use of the instrument by applying with too much force to the head component 60099242 which leads to grew marks on the chuck jaws. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 359.219 lot: l699515 manufacturing site: hägendorf release to warehouse date: 26. March 2018 the device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.